Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that all switches did not work due to corroded switch box and the bending section rubber adhesive was broken. The angulation in the up direction was out of standard value due to worn angle wire and water proof failure occurred due to the right/left and up/down knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred as reprocessing was not conducted properly due to leakage from the right/left and up/down angulation control knobs. A definitive root cause could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus field service engineer (fse), that the gastrointestinal videoscope had a non-functioning switch 5. The issue was found during a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that there was residue and foreign material in the suction channel. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.